Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) found physical damage/wear to plastic blood pressure connector housing. To resolve the issue, the stm replaced the front end board, performed full functional check, safety test, and verified proper function. The iabp was returned to customer and cleared for clinical service.

Event description:
It has been reported that during training for the cardiosave intra-aortic balloon pump (iabp), the customer was unable to insert red ECG cable for trainer. No patient was involved and no adverse event was reported.